Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunctioned system did not power on. The field service engineer verified the remote smart services were online. No resolution was provided by both the field service engineer and customer about the resolved issue. The system functioned as intended after the field service engineer troubleshot the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a power failure, and it was unable to turn on. The customer reported that the issue occurred when dispensing medications to the patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.